Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The investigation determined the event was consistent with contamination of the first sample tube. There was no malfunction of the device. The elecsys hiv combi pt assay performed within specification.

Event description:
There was an allegation of questionable elecsys hiv combi pt results from the cobas 6000 e601 module. The initial result was 6.30 coi (reactive). The repeat result was also reactive. No numerical result was provided. The sample was repeated in another laboratory with an unknown device, and the result was reactive. On (B)(6) 2025, a different tube from the same bleeding was tested, and the result was 0.746 coi (non-reactive). This sample was tested in another laboratory using the elfa hiv test, and the result was negative. The customer suspected contamination of the first sample tube.